Event description:
The valve was implanted in 2000. In dysbasia, and disorientation. The valve pressue was set to 40mm h2o but the patient did not improve. The valve did not flow smoothly and the device explanted later in 2001.